Manufacturer narrative:
This report is being supplemented, to provide additional information, based on the legal manufacturer's final investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the customer reported cause, it is likely that the teflon pad was separated from the jaw of the device due to no tissue being grasped between the grasping section and the probe tip when the device was activated or the tissue pad was excessively heated due to friction between the grasping section and the probe tip. One of the following step-by-step scenario likely caused the event: 1) the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. 2) the tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. 3) the tissue pad was worn away and peeling off, causing the non-insulated of the grasping section to touch the probe. 4)the probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the error occurred. Or 1)during output in seal & cut mode, the probe came in contact to hard tissue, metal or a surgical instrument. 2)the error occurred due to adding a load to the probe this following information is included in the instructions for use (IFU): ¿ "do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." ¿ "when cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." ¿ "the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone." ¿ "do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities."

Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. Additional information is not yet available for this event. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and both switches are functional. A visual inspection on the received condition was performed on the device; there is large amount of tissue build up on the jaws at the distal end. The ptfe pad (teflon pad) was inspected and found to be severely worn, separated from jaw, and exposing metal. The distal end of the device was inspected under a microscope and charring was found throughout. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, 50 minutes into the therapeutic nephrectomy procedure, the device did not activate cut, and showed an error message to check the tip for any obstruction or metal contact. The doctors noted that material, which was the teflon pad, was separated from the jaw of the device. The device was changed for another and the procedure completed. There is no reported harm or adverse impact to the patient.